Event description:
Manufacturer's first level investigative unit confirmed the liquid crystal display (lcd) appeared to be "marbled." Manufacturer's first level investigative unit also confirmed evidence of smoking around the code key, battery cover, and inside of the battery compartment on the aviva meter. Replacement was sent.